Manufacturer narrative:
The problem was due to a chiller unit. This unit was sent to the manufacturer. After the replacement of this chiller, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "resonator chiller is overheating and will not maintain temperature set point."